Event description:
After the guidewire was removed from the patient, it was noticed that the wire had fractured. The report received from the field indicated that the patient was undergoing angioplasty of the circumflex. There were no complications during the procedure; however, towards the end of the procedure, when the physician removed the wire, it was noticed that the wire had fractured approximately 20cm from its distal end. The procedure was successfully completed without any patient injury. There was no other information available except that there were no problems noticed on the wire prior to patient insertion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.